Event description:
Break in clamp that attaches to IV pole. Break in clamp that attaches to IV pole ¿ natus csf (cerebrospinal fluid) external drainage system (natus medical incorporated). Rn (registered nurse) took the pressure scale/chamber of the evd off the pole to re-level. Rn went to tighten the blue screw of the evd to the pole and the ¿white¿ piece below broke off causing the entire evd system to be tilted. Manufacturer response for natus csf external drainage system, (brand not provided) (per site reporter). Working with us.